Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) was fixated and prematurely separated from the delivery catheter. The lp remained implanted. The patient was in stable condition.